Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter facility name: hospital (B)(6). Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during procedure. The exact procedure date is unknown. During the procedure, an attempt was made to dilate the stenosis; however, the balloon did not inflate as there was a pinhole on the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.